Event description:
It was reported that a large volume infusor had a fiber in the reservoir. The device was filled with an unspecified amount of fluorouracil. The issue was found after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from december 12, 2014 ¿ december 13, 2014. One unit was received for analysis. Visual inspection noted a white particle approximately 1.73 mm in length, floating in the fluid of the bladder. The particle was in the fluid path. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy testing. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.